Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "so bad that it looked like leather on the device", "pushing toward armpits", "'hardness", and "patient¿s concern with the product". Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "so bad that it looked like leather on the device", "pushing toward armpits", "hardness", and "patient¿s concern with the product". Healthcare professional additionally reported left side "ripples". Device has been explanted.

Event description:
Healthcare professional additionally reported left side "ripples".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, deformation and weight within specifications. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: a.2., b.5., g.3., h.3., h.6.